Manufacturer narrative:
(B)(4). Batch # p58e0z. Investigation summary ==> the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the sales rep that during a laparoscopic gastrectomy, an unexpected sound was heard and the device stopped functioning suddenly when the knife was returning after the 4th firing. The device was used delta anastomosis on the stomach. The manual override lever was used to release the device since the knife reverse switch also did not function. The staple line was completed properly. Another device was used to complete the case. There were no adverse consequences to the patient.